Manufacturer narrative:
This event is being reported via the tvt registry. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. Additionally, a review of the lot history records for the lots could not be conducted, because the lot numbers were not provided. All available information was investigated and a definitive cause for the reported incomplete coaptation in this incident could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. The unique device identification (UDI) is unknown as the part and lot numbers were not reported.

Event description:
This is being filed to report the clip detached from one leaflet. It was reported through transcatheter valve therapy (tvt) registry data that a mitraclip device may be related to adverse events which are considered serious injury. The relationship of the adverse events to the mitraclip devices could not be determined based on the data received from the registry. Reportedly, during the procedure, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment (slda)). No additional information was provided.